Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, update, and to provide the completed investigation results. One 8fr angio-seal evolution device was returned for product evaluation. The guidewire, kinked locator, hemostasis sheath and sealed packed evolution device were returned. Visual inspection revealed there was a deformation (kink) identified at the blood inlet hole of the locator. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.1065". All measurements were within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that attempting to insert the locator into the sheath by holding the hub may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they tried to insert the angio-seal device they realized the tip was bent. The patient condition was ok. Additional information was received on 16oct2019. The procedure being performed was an angiography, verifying that the puncture was in the common femoral. A 7fr procedural sheath was used. The issue was noted when inserting component into component, not into the patient. The component that was bent was the dilator. When the dilator bent the insertion of the device did not work. A pre-deployment angiogram was performed. The patient was reported to be in stable condition. Hemostasis was achieved with manual compression.